Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 43 mg/dl and food was consumed to address bg. Cause of event was not known. Tandem technical support reviewed the pump data logs and found that over-ride boluses and setting adjustments may have been contributors to the event. Multiple attempts were made by tandem technical support to review the data logs with the contact; however, the contact did not reply.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and the lowest value the continuous glucose monitor (cgm) data recorded was 70 mg/dl on (B)(6) 2018. Cartridge change sequence was completed on (B)(6) 2018. Following the load process, the user delivered four food boluses while still having insulin on board (iob) and not entering current bg value. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.